Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement had decreased to 274 ohms. The clinician also noted that atrial and ventricular oversensing occurred five months earlier and was seen when reviewing the patient's recent upload of device data. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported. The field representative contacted the clinic and found that no further issues beyond decreasing impedance measurements have been noted and no other episodes of oversensing have been seen. The clinic stated that the patient is in atrial flutter and they are monitoring the situation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.